Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was identified that on the x-ray image, it looks like two (2) of the perforated matrix mis screws are broken. This is report 1 of 2 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of postoperative screw breakage is unknown. This report is for one (1) perforated matrix mis screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Devices remains implanted to the date; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with matrix system at l2-l3 on (B)(6) 2017. An infiltration took place on (B)(6) 2018. On the x-ray image, it looks like the perforated matrix mis screw is broken. The upper segment does not hold anymore. Concomitant devices reported: unknown rod (part # unknown, lot # unknown, quantity unknown), unknown spine screw (part # unknown, lot # unknown, quantity unknown), unknown spine construct (part 3 unknown, lot # unknown, quantity a). This report is for one (1) perforated matrix mis screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Customer quality conducted a review of the provided x-rays. Narrative (screw breakage) could be verified from provided x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated complaint description. Corrected infiltration date in the event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was initially diagnosed with cranial adjacent segment strain in l2/3, l3/4 with advanced degenerative lumbar scoliosis with impaired sagittal balance consistent with kyphoscoliosis. Patient was implanted with matrix system at l2-l3 on (B)(6) 2017. X-ray image, showed that two (2) of the perforated matrix mis screws are broken. The upper segment does not hold anymore. An infiltration took place on (B)(6) 2018.